Event description:
It was reported that during a sling device procedure the arm would not properly attach to the trocar. Another sling was opened and used to complete the procedure. The surgery was completed with no patient complications.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The device return was inspected with an engineer from supplier quality and r&d. Product analysis identified damage inside dilator 2; however, product analysis was unable to confirm what this damage was attributed to. Although the dilator was not identified to be cracked, connector - cracked was concluded to be the most applicable as analyzed code to encompass the dilator damage observed. The trocars (needle passers) did not return with the sling; analysis was unable to confirm the reported allegation of the dilators not attaching properly to the trocars (needle passers). Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a sling device procedure the arm would not properly attach to the trocar. Another sling was opened and used to complete the procedure. The surgery was completed with no patient complications.